Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reports that a patient presented with nausea and a fever seven days following an incisional hernia repair with mesh implant. The patient was treated accordingly for an infection with intravenous antibiotics. The patient was discharged from hospital care.